Manufacturer narrative:
Investigation results: the complaint that the needle did not retract was confirmed and the cause appeared to be associated with a bent needle. One photograph was provided for investigation, which showed a 24g insyte autoguard device. What appeared to be blood residue was visible within the IV catheter. The safety mechanism had been activated and the needle was partially retracted. It appeared that the needle was bent inside the IV catheter tubing. The overlying tubing conformed to the bend in the needle. The bend in the needle would not pass through the rigid catheter adapter. Due to the evidence of use, it appeared that the needle was damaged during the insertion process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte ag bc global needle did not retract. The following information was provided by the initial reporter, translated from japanese to english: according to the customer report the safety mechanism did not work and the needle was not retracted during use.